Event description:
Revision surgery: the surgeon converted to a hemi due to a failed reverse.

Manufacturer narrative:
Corrected data: manufacturer narrative: the reason for this revision surgery was the surgeon needing to convert to a hemi due to a failed reverse. The previous surgery and the revision detailed in this investigation occurred over 1 year and 3 months apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Initial or prolonged hospitalization was required. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was a non-conforming material report (ncmr) # 27341 associated with the part 508-36-103, rsp 36mm -4mm glenoid head w/retaining screw which documents a nonconformance that out of 15 quantity lot 3 items were rejected due to minor scratches on the surface and were reworked with suitable operations and accepted. All items in the lot met the fit, design and functional requirements. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to shoulder failure. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the event. There are multiple factors that may contribute to the event that are outside the control of djo surgical such as: excessive range-of-motion, degenerative bone, patient activities or trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the event and hence a definitive root cause cannot be determined. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Manufacturer narrative:
Corrected data: added concomitant parts to the list originally reported. Manufacturer narrative did not change.